Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10. H4: device manufacture date: december 17, 2020 - december 22, 2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed on the photograph which showed fluid contained inside the bladder. The photograph suggested an underinfusion may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused during patient infusion. No kinks were detected and the clamp was opened. The device had been filled with flucloxallin 12000mg in 230ml 0.9% sodium chloride. There was no patient injury or medical intervention associated with this event. No additional information is available.